Event description:
Customer reported under delivery with a disposable ambulatory infusion system. Customer did not provide info as to whether the under delivery problem was caused by the pump or the set.